Event description:
It was reported that the device had a service indication and fault codes logged in the memory possibly indicating a critical failure. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the fault codes logged in the memory. Physio also observed water damage starting to corrode the device internal parts. Physio recommended discontinuing device use on pt. Customer removed the device from service. The root cause of the issue was not determined.